Manufacturer narrative:
Examination does not confirm the complaint description of the tibial stem breakage; however, the tibial tray has fractured. Examination of the returned devices by depuy materials science finds the fracture to be caused by fatigue. The location and manner of this tibial tray fracture suggested that it was repeatedly loaded while the patient was in action, which could initiate the fatigue and eventually lead to its fracture. In addition, the patient had a body mass index of 39.4, which was much higher than the standard range of 18.5 - 24.9. From the IFU of this prosthesis (IFU-0902-00-787, rev c), contraindications and warnings have been given to the patient that factors such as overweight may significantly affect the wear. These factors may have contributed to increased stress level on the tibial tray, which could initiate the fatigue and eventually lead to the fracture. No material defects were observed on the fracture surface, nor were manufacturing deviations or anomalies found from reviewing the device history records for the tibial tray. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
In (b)(6 2012, revision of the tibial part of the (2009-) prothesis because of breakage of the tibial stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.